Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00324.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was attempting to advance two ruby coils into a lantern delivery microcatheter (lantern), the coils were stuck inside their introducer sheaths and were unable to advance out of their sheaths and into the lantern. Therefore, the introducer sheaths containing the ruby coils were removed and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device may have been inadvertently disposed of. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.